Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was recently implanted ((B)(6) 2018) and they noticed that "it's starting to wear off and not work" and is "just dribbling and things like that". This was noticed on (B)(6) 2018. They thought they needed to change or update the program or ¿speed¿ but was not sure how to do it. The patient had read through the guide but the information ¿is not quite sinking in¿ and wanted to do the right thing so they didn¿t ¿shock¿ themselves (patient did not indicate that shocking had occurred). The patient had not yet spoken to their healthcare professional (hcp) to confirm if it was appropriate to adjust the stimulation after the recent (a week ago) implant procedure. As a result, they were redirected to their hcp for the issue. There were no further complications reported or anticipated. [Omitted information related to (B)(4): freak accident/fractured]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was recently implanted ((B)(6) 2018) and they noticed that "it's starting to wear off and not work" and is "just dribbling and things like that". This was noticed on (B)(6) 2018. They thought they needed to change or update the program or ¿speed¿ but was not sure how to do it. The patient had read through the guide but the information ¿is not quite sinking in¿ and wanted to do the right thing so they didn¿t ¿shock¿ themselves (patient did not indicate that shocking had occurred). The patient had not yet spoken to their healthcare professional (hcp) to confirm if it was appropriate to adjust the stimulation after the recent (a week ago) implant procedure. As a result, they were redirected to their hcp for the issue. There were no further complications reported or anticipated.